Event description:
It was reported that during the activation follow-up the physician observed an infection and redness around the balloon with an artificial urinary sphincter (aus). The physician decided to remove the recently implanted device and prescribe the patient with antibiotics. The aus cuff, pump, and balloon was explanted. During the procedure the physician performed an inguinal wound culture and a urethroplasty. The patient is expected to fully recover. The cause of the infection is unknown.